Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable unit.. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image is coming on the monitor due to faulty cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.

Event description:
It was reported the subject device had flickering issue/ no image on display during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: ((B)(6)). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.